Manufacturer narrative:
(B)(4). Date sent: 2/4/2026. D4: batch #682d08. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device inside of its open package and a box along with the device. The device can be seen with the safety disengaged, anvil totally closed and no damages could be observed. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number of 682d08 / 50cdh29a, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples how was the bleeding controlled? Unknown how much blood was lost (ml)? Unknown did the patient require a transfusion? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? No

Event description:
It was reported that during the unk surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Changed the another device to complete surgery. There was no patient consequence reported, no additional information could be provided.